Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site to inspect the unit. Fss was unable to duplicate the problem while on customer site. Fss performed the field service checklist as well as supported surgeries for nine (9) cases. No issues were reported and the system was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that error 203 (phaco handpiece error) occurred with the sovereign compact console. It was stated that there was patient involvement and that the surgeon completed the surgery successfully by using the conventional method of sics (small incision cataract surgery). There was no patient injury reported and no patient treatment delayed.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.